Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported when using the cutter, it did not actuate and a cutting failure occurred during a procedure. The condition of aspiration is unknown. The procedure was completed after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener sleeve. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The cutter coupling adhesive bond fillet was visually inspected and found to be conforming. Gouge marks at one location along the inner cutter. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The root cause for the observed actuation failure is the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. A secondary contributing factor of the actuation failure is the bent needle. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The exact root cause of the bent needle could not be determined from the evaluation, therefore, no additional action was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event.